Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that infusion set cannula was bent of 6mm/23, which cause the patient blood glucose levels was elevated to above 576 mg/dl lasted for 10-15 hours. The patient had checked for ketones and found large ketone levels around 80-160mg/dl. The patient was on hyperventilating and experienced vomiting and body aches which requires to visit emergency room and received treatment of IV drip. No further information available.

Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.